Event description:
A 6060 had a delay of 0, time 12 hours, volume to be infused 1500 ml, upramp 1 hour, downramp 2 hours, with 100 cc of overfill. This patient reported that the tpn bag ran dry 30 minutes into the downramp. There was no injury or medical intervention required for the patient.